Event description:
Serf rc-23-0187 intraprosthetic dislocation of a dual mobility implant at 6 months with no architectural problems during insertion.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding dislocation (leading to revision) involving a sunfit th 53 cmtls dl mob cup + gripper was reported. The reported device is an serf product. Documentary investigation: (B)(4) units from manufacturing order (B)(4), lot: 2106165a, were manufactured in 2021. Dimensional inspection reports, as well as surface finish and roughness evaluation results, demonstrate compliance with specified requirements. Final acceptance inspection results did not identify any nonconformities. The open nonconformance report is not related to the reported complaint event. The quality unit reviewed and approved the batch as compliant on march 25, 2022. Technical investigation: no radiological file was obtained that would allow identification of a potential biomechanical cause. In the absence of additional information, an impaction / extraction test was performed on the returned implants. Analysis: the impaction and extraction values are typical and are consistent with the expected performance defined in the design output data. Most probable hypotheses: biomechanical factor that cannot be identified due to the absence of radiological data undeclared high-risk loading by the patient, such as a fall. Corrective action and preventive action: no action is required.